Event description:
It was reported that r-wave values are low and there was oversensing on the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary #(B)(4) - the lead was analyzed. Analysis revealed the weekly pace measurement log data showed various spike increases for max ventricular pace equla to 448 to 640 ohms range between (B)(6) 2011 and (B)(6) 2012.